Event description:
Per the clinic, the receiver/stimulator and electrode array are visible and palpable under the skin. The patient reports pain when using the external processor, resulting in minimal use of the device. Revision surgery is planned, but has not been scheduled as of the date of this report.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, during revision surgery on (B)(6), 2010, the device was repositioned.(B)(4). Implanted device remains.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.